Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported during the laparoscopic nissen, several trocar gaskets tore. There was no consequence to the pt.